Event description:
It was reported that brake mechanism failed. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left circumflex artery. A 1.25mm rotalink plus was selected or use. During the procedure, it was noted that the wire was not secured. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that brake mechanism failed. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left circumflex artery. A 1.25mm rotalink plus was selected or use. During the procedure, it was noted that the wire was not secured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. The rotawire used in the procedure was not returned. So, functional testing consisted of using a test rotawire. The test wire was inserted into the annulus of the burr and advanced through the advancer with no resistance or issues. Functional testing was then performed by connecting the advancer to the rotablator control console. During functional testing, the brake engaged when the foot pedal was pressed and held the wire in place. Product analysis did not confirm the reported event, as the test wire was not able to move when the console foot pedal was pressed, and the brake defeat button was not pressed down.